Event description:
The product complaint report shows the customer alleged the puritan bennett flowmeter produced a flame while being connected to an oxygen source. No pt or user injury was alleged. The device was returned to the factory and an investigation has been planned. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.